Event description:
(B)(6) called back stating feeling right foot tingling for the past couple nights. Patient mentioned this happened before, a couple months ago. Patient states not having any therapy issues with the bladder at this time just the toe tingling. Agent reviewed the option of decreasing stim. Patient decreased from program 1 at 0.6 to 0.5 and will see if that resolves the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding an implantable neurostimulation. The reason for the call was the patient reported that when they were laying down, they started to have tingling in their foot near the big toe probably last week or a little longer. Patient stated that they don't know what's causing the tingling, and that they had both bladder and pain ins, and feared it might be interfering with each other. Agent reviewed possible interference from both devices. Agent walked the patient through connecting to the ins and reviewed decreasing stimulation, which the patient was able to do. Patient to monitor the issue and redirected to the hcp to have the device checked.